Manufacturer narrative:
A dräger service engineer has examined the device on-site and could confirm the reported behavior of ventilator shut-down during the concerned procedure. It could be traced back to a malfunction of the ventilator motor. It is postulated that replacement will put back the device into fully operable condition but the customer did not approve the repair so far. It was also found that the device-internal fio2 monitoring was non-functional for a while already. The event can be reconstructed as follows: the motor has developed contact problems between the collector and the carbon brushes which cause speed fluctuations. These speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. It is furthermore obvious due to the non-moving piston and from the missing ventilation curves on the screen. The device design allows manual ventilation with the built-in breathing bag including gas dosage even in switch-off state - the user is able to at least bridge the patient support until a replacement device can be introduced. Manual ventilation is a common mode which is typically being used during induction and wake-up phase of the anesthetic procedure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted an alarm during use indicating a ventilator failure. The device was replaced in a controlled maneuver, no patient consequences have occurred.